Event description:
It was reported that the patient experienced twiddler's syndrome. The lead insulation was abraded. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded from 80 cm to 83 cm from the connector pin.